Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0kq70, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A consumer reported they felt like their symptoms were getting worse since 2015-11-08. The patient had no falls or trauma related to the issue. The implantable neurostimulator (ins) was checked and the ins was on and okay. The patient's indication for use is dystonia and movement disorders. No cause, troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.